Event description:
A driver rx coronary stent system was intended to treat a lesion in a patient. It was reported that the stent fractured during its passage through the catheter. No further details have been received. No injury occurred and the patient was well post procedure. No clinical sequelae have been reported. The device has not been received for evaluation by medtronic.

Manufacturer narrative:
(B)(4) - stent fracture: evaluation results: cause of stent fracture unknown.